Manufacturer narrative:
Submit date: 2017-08-28.

Event description:
The customer returned the enteral feeding pump as a back to stock unit with no reported allegations. During triage on (B)(6) 2017, the unit failed to alarm when the gearbox locked up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿gearbox locked up with no alarm¿. The unit was triaged and the reported issue was confirmed. The probable root cause was due to the gearbox. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.